Event description:
In 1981, bilateral augmentation with mcghan double lumen implants. In 2003, presented with apparent ruptured right implant and bilateral capsular contracture in 2003, pt underwent bilateral capsulectomies and implant removal, bilateral breast biopsy and bilateral breast augmentation with gel implants mentor.